Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced 5 - 6 continuous inappropriate shocks and presented to the hospital for a follow up. Upon examination, the episodes appeared to be caused by right ventricular lead noise oversensing and the lead also exhibited high voltage impedance. On (B)(6) 2020, the lead was removed and replaced successfully. The patient was reported to be in stable condition.